Event description:
The surgeon implanted a toric silicone lens model aa4203tl and tore upon insertion. The lens was implanted and removed without pt injury. The contact could not recall the model and lot numbers of the injector used during surgery. It was indicated the mtc-60c fp cartridge, lot number 1198144, was used.